Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The lead was not returned for analysis, and the cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-01223. It was reported that the patient had developed an infection that would not clear with antibiotics. The physician suspected there was vegetation on the leads, preventing the infection from clearing. The system was explanted and a temporary pacing lead was implanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The lead was not returned for analysis, and the cause of infection could not be determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient had developed an infection that would not clear with antibiotics. The physician suspected there was vegetation on the leads, preventing the infection from clearing. The system was explanted and a temporary pacing lead was implanted. The patient was in stable condition.